Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an unspecified illness. The patient did report receiving medical intervention and was hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged unspecified illness. Patient stated that he has been coughing up blood every morning, has very dry throat and has to use ice in order to soothe it and be able to talk, had difficulty breathing/short breath. This has been going on for about 2 months. The patient did report receiving medical intervention and was hospitalized. This notification was reviewed by the pms clinical expert due to patient reporting of difficulty of breathing/shortness of breath, coughing up blood, dry throat and was hospitalized, however, cause is currently unknown. These events may be related to a product problem and/or user error. Additionally, the reported complaints could also be explained by disease or underlying condition/past medical history. Base on the available information at the time of the review, the device may have caused or contributed to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical codes and other section h6 was updated in this report.